Event description:
It was reported that (3) 355sd were used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the surgeon and his partner complained that they tried three times with three different trocars to puncture through an abdominal wall, but the trocars would not cut. The surgeon complained that they were either "dull" or that the blade shield retracted over the blade too fast and therefore disarming the trocar. A replacement trocars was not pulled after the third one rather they pulled a competitor instead. There was no consequence to pt.